Event description:
It was reported to philips that there was footswitch connection error, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that there was footswitch connection error, which can impact imaging. Upon troubleshooting, it was investigated that philips was unable to confirm the allegation as the customer wrongly reported the serial number. As there has been no complaint, this event was incorrectly reported. A new service case was opened and resolved with the correct serial number. As there has been no complaint, this event was incorrectly reported. No further action could be performed by philips. Since the case was wrongly reported, this event would not be reportable. The codes were updated based on the investigation outcome.